Manufacturer narrative:
The dealer stated that the walker wheels (part #(B)(4)) for the (B)(4) walkers will not fully lock into place. When an attempt is made to put the casters at the lowest setting the spring snap button will not lock into place which in turn allows the leg the ability to turn. This is an out of box failure. (B)(4) has been initiated for this issue. The casters are to be returned to invacare for an inspection and evaluation. No injury or medical intervention.

Event description:
Customer alleged that the (B)(4) walker wheels will not fully lock into place when used with the (B)(4) walkers. No injury alleged.